Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary for (B)(4): battery - high impedance; the elective replacement indicator (eri) is the result of high internal battery resistance.

Event description:
It was reported that the patient had av dissociation with single chamber pacing due to eri (elective replacement indicator) being reached. There was possible premature battery depletion. The battery voltage a few weeks earlier was above the eri point, but the battery impedance was high. The device was explanted and replaced. No patient complications have been reported as a result of this event.